Event description:
Pulmonetic systems, inc. Received the following report from a representative of facility: unit will not go from internal to external battery or from external power source to internal power. Unit also shuts off in stated condition. No patient harm, unit will only do this intermittently.